Manufacturer narrative:
Medical devices: etlw1613c156e stent; etbf2816c145e stent; etlw1613c82e stent implanted: (B)(6) 2014 and ddbb1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.